Manufacturer narrative:
(B)(4). Sling will be returned to MFR for analysis and follow up report will be submitted.

Event description:
Dealer received a report that while a caregiver was raising the pt from a changing table, the sling began tearing. The pt's shoulder slipped through the sling. The pt was lowered safely and was uninjured.